Manufacturer narrative:
Awaiting prod return to conduct quality investigation.

Event description:
Consumer called to report taking her meter to the dr's office and comparing readings against the dr's meter (competitive). Plink meter is reading low. Analysis run on clark error grid using competitive reading (260) vs. Bd readings of (54) yielded data points in the e zone of the grid, outside of acceptable limits.